Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of knee pain in 4 patients could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. Additionally, the device history record could not be reviewed because the affected lot number(s) was not communicated. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedics, jiangyan hospital of traditional chinese medicine, china. The title of this report is, ¿effect comparison between proximal femoral nail antirotation and gamma3 nail in the treatment of the elderly patients with intertrochanteric fracture], published on november 10, 2016, which is associated with the stryker ¿gamma-3 nailing system¿. The article can be found at https://doi.org/10.3969/j.issn.1008-0287.2016.05.031. This report includes an analysis of the clinical data that was collected on 86 patients, and the cases in this study range from april 2013 to october 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 2 patients experienced above-knee pain. The report states, ¿1 case of pulmonary infection in the pfna group, 1 case of femoral shaft fracture and 2 cases of above-knee pain in the gamma3 nail group, and these 4 patients recovered after treatment¿.